Manufacturer narrative:
The technician replaced the head hi/low up and down valves to repair the bed.

Event description:
Information received indicates the technician found the head hi/low portion of the bed was a foot lower than the foot hi/low. When left overnight, the head hi/low drifted completely down.